Event description:
It was reported that a getinge representative observed that a new power supply was found to be defective. It was additionally reported that after connecting the power supply, the iabp display was turning on without switching on the unit where it was observed bulk was produced directly . This is an out-of-box failure of the power supply. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier sent the suspected oob power supply back to the national repair center (nrc) for evaluation. However, due to the ongoing impact of coronavirus disease (covid-19) outbreak; it has impacted getinge¿s ability to perform part evaluations necessary to complete the complaint investigations. As evaluations become available, a supplemental report will be submitted.

Event description:
It was reported that a getinge representative observed that a new power supply was found to be defective. It was additionally reported that after connecting the power supply, the iabp display was turning on without switching on the unit where it was observed bulk was produced directly . This is an out-of-box failure of the power supply. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier provided additional information to the national repair center (nrc) and they reported that after they replaced the defective q9, the power supply passed all of their testing and they updated the fan. A senior repair technician of the national repair center installed the power supply into the cs300 test fixture and tested the power supply to factory specifications per procedure. The power supply passed testing, and was put into stock/inventory per procedure.

Manufacturer narrative:
A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure, and there was no alleged malfunction of an intra-aortic balloon pump (iabp). The getinge representative rectified the issue by replacing the defective power supply with another power supply. The defective power supply has been returned for further investigation. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that a getinge representative observed that a new power supply was found to be defective. It was additionally reported that after connecting the power supply, the iabp display was turning on without switching on the unit where it was observed bulk was produced directly . This is an out-of-box failure of the power supply. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected faulty oob power supply was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power supply and observed no visual damage. The national repair center installed the power supply into the cs300 test fixture and tested the power supply to factory specifications per procedure. The power supply failed testing, does not power up with battery or ac applied. Nrc verified the reported failure. The power supplier was sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that a getinge representative observed that a new power supply was found to be defective. It was additionally reported that after connecting the power supply, the iabp display was turning on without switching on the unit where it was observed bulk was produced directly . This is an out-of-box failure of the power supply. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Supplier (artesyn) sent us an email with their observation and failure analysis findings. The supplier verified the reported failure of failing to power on. The supplier also verified that q9 was shorted and q9 was replaced. The nrc did not receive the power supply back yet as there are delays due to holiday season and with covid-2019 virus spreading. Once the power supply is received at the nrc and a failure investigation is performed, a supplemental report will be sent.

Event description:
It was reported that a getinge representative observed that a new power supply was found to be defective. It was additionally reported that after connecting the power supply, the iabp display was turning on without switching on the unit where it was observed bulk was produced directly. This is an out-of-box failure of the power supply. There was no patient involvement and no adverse event was reported.